Manufacturer narrative:
Manufacturer's report date: 01/26/2011. (B)(4). The set was discarded at the hospital. No further investigation could be performed.

Event description:
Customer reported that at unk time in the past, nurse saw tpn bubbling out of the top of a pump module and upon further investigation noticed the tubing had come apart at a non-specified location. The user indicated she had set up the infusion on the day shift and the incident was noted afterward on the night shift. The set was not saved. No additional pt or event info was available.